Event description:
On 10/5/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first anchor sutures were frayed. This was noticed after implanting it but surgeon continued to deploy the second anchor and the sutures ended opening and fraying even more. Both anchors were removed and a new one implanted. This was discovered during a meniscal repair procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the sutures are frayed. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.